Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, when moving into tether mode, the lp became dislodged from the target location. The lp was successfully redocked without issue. Upon attempt to cover the lp with the protective sleeve, the helix became stretched. The lp was removed from the patient and a new lp was successfully implanted. The patient was stable.